Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was advised that the keypad was not responding and may be interlinked. Customer stated that the buttons were not initially clearing the alarm, but it eventually cleared the alarm. Customer was at the gym and was asked to call back since the insulin pump will need to be replaced. Customer's blood glucose level was 140 mg/dl. No further assistance needed.